Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). The pressure transducer pcb (printed circuit board) was replaced. The ventilator passed all functional and safety tests and was returned to customer for clinical use. No parts or ventilator logs were returned for investigation. Since the replaced was not returned for investigation, the root cause of the reported event has not been determined.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).